Event description:
A customer contacted global technical service (gts) regarding a system error 2240 (air in line) that appeared on the home choice (hc) during dwell. Gts assisted the home patient (hp) with ending therapy and advised the hp to contact the nurse in the morning. Gts reviewed proper procedures and instructed the hp to start over with new supplies. Product surveillance (ps) spoke with the hp who said she talked to her nurse regarding the alarm. The hp continued therapy using new supplies. The patient was involved but there was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device was requested but was not available. A batch review will be performed for the lot number provided. A follow-up MDR will be submitted if any additional information is becomes available.

Manufacturer narrative:
(B)(4). The complaint for a system error 2240 (air in line) was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review was not completed because no use error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).